Event description:
It was reported that a vns patient experienced an increase in seizures due to an unknown reason and was in the hospital, due to the increase in seizure activity. Additional information was received from the treating nurse indicating the patient was recently hospitalized, and blood levels were checked during the hospital visit and found to be at normal levels. Furthermore, the patient's increase in seizures was classified to be above pre-vns baseline and last known good diagnostics (2009) were within normal limits, and the end of service condition has not been met. Additional information from clinic notes revealed the patient has a history of increase in seizures, due to monthly hormonal changes and at the time of the increase in seizures in event month, the patient was put in large doses of medication which have been reduced by the patient's mother. At the moment the patient is doing well and the sudden increase in seizures in the same month, is of unknown cause. Currently, generator replacement surgery is likely as the device is approaching end of service.